Event description:
A malfunction was reported by the customer, indicated by malfunction code "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and advised them to continue using the pump while instructing them to call back if the malfunction code recurred. The customer acknowledged and understood the instructions.